Event description:
It was reported that during generator replacement surgery reported in manufacturer report # 1644487-2014-02541, the vns patient¿s replacement generator was tested with the existing lead and system diagnostics revealed high impedance (dcdc ¿ 7). The lead pin was reinserted into the generator header but high impedance did not resolve. Pre-operative diagnostic tests could not be performed due to an end of service condition. The lead was also replaced during the procedure. The explanting facility will not return explanted devices to the manufacturer for analysis; therefore, no analysis can be performed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.